Event description:
It was reported that: "during the surgery, whilst the surgeon was drilling the per trochanteric plate, the item involved bent. The surgeon ended the surgery using another item.

Manufacturer narrative:
The device was not returned. No evaluation will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.